Event description:
It was reported that the balloon ruptured. A 3.00 mm x 15.00 mm agent dcb was advanced for treatment of a 90% stenosed, moderately calcified and moderately tortuous lesion. The balloon ruptured and the procedure was completed with another device. There were no reported patient injuries.